Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure, an electronic tone was heard when the device was connected to a generator without the activation button being pressed. Only the cut mode was activated. There was no patient involvement. Another device was used for the procedure.

Manufacturer narrative:
Covidien reference: (B)(4). Date of initial report: 04/05/2016. Date of follow-up report: 04/22/2016. Evaluation of the incident pencil fount it to self-activate. The investigation identified the root cause of the failure to be a metal chip within the power bus causing a short. No trend has been identified for this manufacturing related failure. Review of the manufacturing records did not identify any pertinent information. The lot was released meeting all specifications.